Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the insulation was damaged on the right ventricular (rv) lead when the physician attempted to cut away the sheath. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.